Event description:
The device was used during a laparascopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not cut and the safety broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.